Event description:
The account alleged that the foot brake casters swivel while in brake mode. No injury reported.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.